Event description:
Type iiib endoleak requiring left iliac limb extension with angioplasty. Per the investigators, "there was a hole in the stent-graft fabric, leading to a large endoleak." It resolved after another stent was put in over it. Patient outcome - "subject (B)(6) had a re-intervention on (B)(6) 2021 due to right iliac artery occlusion. Per the site, this occurred as result of the device deficiency."

Manufacturer narrative:
Data in section b.5 and b.7 information has been updated.

Event description:
Type iiib endoleak requiring left iliac limb extension with angioplasty. Per the investigators, "there was a hole in the stent-graft fabric, leading to a large endoleak." Patient outcome - "pending additional information."